Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2009, with a 100% lesion in the proximal left anterior descending branch. The vessel was slightly tortuous. After aspiration was conducted, a 3.0 x 15 mm firestar balloon catheter was delivered to the lesion. The balloon was inflated at 12 atm for 20 seconds without any complications. After the inflation, the balloon took around one minute to deflate. The physician suspected that the contrast medium (unk) was too thick and changed the ratio of contrast medium and heparin from 2:1 to 1: 1. However, the situation did not change. Therefore, a different balloon was used and the procedure was safely completed. There was no pt injury reported.